Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 10/05/16 with the following findings: black box confirms that the pump time and date defaulted after power on reset time and date reset to default was duplicated during investigation. Opened pump to investigate- internal battery component was found to be leaking and unable to hold a charge. Battery compartment cracked from case seal traveling to bumper. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and cracked compartment. This report is made based on the results of an investigation completed on 10/05/16.